Event description:
The caller reported a malfunction on the pump, specifically a communication error with the memory, indicated by malfunction code 6. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur afterward. The customer was instructed to continue using the pump and to call back if the issue happened again, which the caller acknowledged and understood.